Event description:
The customer reported that their t:slim x2 pump's battery would not charge, with the pump screen remaining dark and unresponsive despite attempts to resolve the issue using different charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to follow specific procedures for receiving and returning the pump. The customer acknowledged and understood these steps, including continuing insulin delivery through an alternate backup method, mdi, until the replacement arrived.